Manufacturer narrative:
Concomitant product(s):a 6947 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection and antibiotic treatment was given. No further patient complications have been reported as a result of this event.